Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.

Event description:
It was reported by the site that "we had multiple "electrical fault" alarms with low flow alarms on friday (B)(6) 2015 @ approximately 2120". The controller was changed out bedside because the alarms would not resolve. After controller change out, they resolved. The alarm happened again on (B)(6) 2015 on two instances. The log files were reviewed finding the description of the electrical faults was front_phase_c_open. The pins of the controller that was exchanged was found to have debris. The log files from (B)(4) showed 5 electrical faults with the same descriptions. There was dried blood present around the connector sleeve and nut. While the patient was intubated and placed on ECMO, a cleaning procedure was performed that lasted approximately 45 seconds. The ECMO was increased for flow while hvad was turned off. Patient underwent another washout after cleaning procedure was conducted since hvad flows were around 0.5lpm. Flows went back up to 1.5lpm after washout.